Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD), implanted with a model 0010 bipolar endocardial lead (sensing lead) exhibited possible oversensing. Review of the therapy history showed an episode where the stored electrograms showed normal sinus rhythm followed by paced events, but the r-r wave interval measurements recorded by the ICD show a fast rhythm. Therapy was diverted because the fast intervals were non-sustained.